Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on the presenting rhythm and recorded atrial high rate episodes. It was noted that atrial sensitivity was already programmed to maximum sensitivity. Follow-up with the physician's office did not yield any additional relevant information. The atrial lead remains in use. No patient complications have been reported as a result of this event.